Event description:
It was reported during a wedge resection the surgeon fired the ez45g across the tissue. Staples were formed, however, the tissue between the two staple lines were not transected completely. This occurred on the second and fourth firing of the gun. The surgeon completed the transection with a pair of endo-scissors. Five firings were used. Hemostasis was not an issue. The surgeon also commented on the bulkiness of the anvil/cartridge when inserting it into the pt. He felt 18mm was too much. There was no consequence to the pt.